Manufacturer narrative:
Product analysis the device was returned in several pieces, the device was confirmed from the strain relief, the device was returned with a 0.018¿ guidewire locked in the device. The guidewire od was measured on the micrometer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the string broke on the device and caused separation of inner sheath, sheaths. The stent would not deploy after initial flowering. The device was safely removed from the patient. The everflex device was removed and no stent was used to complete the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an everflex entrust self-expanding stent with a 6fr non-medtronic (cook) sheath and a .035 non-medtronic (terumo glide advantage) guidewire during procedure to treat a plaque lesion in the patients right proximal mid superficial femoral artery (sfa). No vessel tortuosity and little vessel calcification are reported. Lesion exhibited 40% stenosis. Embolic protection was not used. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. The lesion was pre dilated with a 6mm device. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed before deployment. Stent dislodgement occurred during delivery to/at lesion. Stent deformation occurred in vivo during positioning/deployment. Partial deployment is reported. Difficulty removing device following stent deployment. The delivery catheter did catch on stent upon withdrawal. Physician broke open handle to try and pull string to release stent but it didn¿t work. Physician had to cut the hub off and use a bigger sheath to go over entirestent sheath to recapture partially opened stent. Procedure was aborted. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.